Manufacturer narrative:
D4. Catalog updated. D4. Primary UDI number updated. D6a. Implantation day, month and year added. D6b. Explantation day, month and year added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient on impella support experienced loss of ps and lv waveforms. No patient harm was reported.

Event description:
An impella 5.5 device was inserted in a 40-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage¿e. The patient¿s comorbidities were unknown. Upon initiation of support, placement signal (ps) and left-ventricular (lv) waveforms were not present. The console subsequently displayed a controller-error alarm. The automated impella controller (aic) was exchanged, after which the impella functioned normally without further issues. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of priming problem cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
Additional information was received about the event description. The implanted impella generated frequent ¿in aorta¿ alarms despite multiple echocardiograms showing the pump was in an excellent position. The alarm was disabled and no patient harm was reported.